Event description:
The customer called with a complaint that the full numbers do not show up on the display of the meter. During the troubleshooting process it was determined that segments are missing from several digits on a random basis. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the co's 24/7 customer service line should any problems or questions arise.